Event description:
It was reported that during a total knee procedure that the blade broke at the mount. It was further reported that the broken piece fell into the surgical site and that it was removed with a surgical forceps. It was reported that another blade was available to complete the procedure successfully.

Manufacturer narrative:
Device not returned for evaluation as yet. Lot number unavailable as the packaging displaying this info was discarded at the account.